Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured 2,664 units of this code-batch. There are 88 units in our stock. We have received 21 closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.78 kgf in average and 0.72 kgf in minimum (ep requirements: 0.31 kgf in average and 0.10 kgf in minimum). Reviewed the batch manufacturing record of this product, there are no incidences related to this issue and it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the thread breaks every third suture. The event occurred prior to use on the patient. No additional information is available.